Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported via social media that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). The closure device failed to completely seal the laa, and the patient required unspecified surgical intervention to repair the device leak.